Manufacturer narrative:
Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Device remains implanted.

Event description:
It was reported that a patient had a driveline exit site infection. The wife contacted the lvad clinic on the (B)(6) 2016 and stated that for the past 2 days there was an increase in drainage from lvad driveline exit site. The subject was seen by the infectious disease (ID) office on the (B)(6) 2016, the ID staff reported that there was an increase of the amount of drainage from the lvad site. There was no fevers/chills; overall the subject was stable with marked fatigue, malaise as well as anorexia and nausea; alongside persistent volume overload. The driveline site was cultured positive on (B)(6) 2016 for pseudomonas aeruginosa. The subject remained on chronic cephalexin suppression 500mg twice daily. The patient started on ciprofloxacin. The driveline site cultures still positive for pseudomonas aeruginosa on (B)(6) 2015, (B)(6) 2016.

Manufacturer narrative:
Additional information received indicates that at the time of the study completion on (B)(6) 2016, the patient's white blood count (wbc) was 6.1. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: date of event. Updated event: a report was received that a patient's wife called the vad coordinator to report that her husband had a two-day history of drainage from his driveline exit site. The patient was seen by infectious disease (ID) on (B)(6) 2015 and they confirmed the reported increased drainage. The patient reported marked fatigue, malaise, anorexia and nausea; but denied fever and/or chills. Overall, he was noted to be in stable condition with persistent volume overload. Cultures of the dl exit site were positive for pseudomonas aeruginosa. At the time of the event, the patient had been taking oral cephalexin for chronic suppression since (B)(6) 2015. The patient's antibiotic was changed to ciprofloxacin; though his cultures remained positive. The patient was subsequently treated with surgical debridement; though a subsequent culture was still positive for the same organism. The event was reported to have been unresolved at the time of the study's completion. The primary investigator reported that the event was possibly related to the study device. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.